Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that frequent pause episodes with a "fuzzy signal" possible due to loss of tissue contact was observed on the implantable cardiac monitor. Possible relocation of the icm was discussed but no plan was made. The icm was being monitored. There were no patient consequences.